Manufacturer narrative:
The customer reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Saima had error 242.4030 on lvp8100 sn (B)(4). She replaced bezel assy. But the error still exist. Failure device type: failure problem type: failure mode: case resolution: